Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between pd therapy utilizing the liberty select cycler and the patient¿s adverse event of fainting and hospitalization on (B)(6) 2019, as the dates for the missed treatments were not provided. Per the patient, the ER doctor stated that they were experiencing premature ventricular contractions (pvc) due to missing pd therapy. There is no allegation or objective evidence indicating a liberty select cycler product malfunction or deficiency caused or contributed to the event(s). Based on the information available, the liberty select cycler can be disassociated, as there is no objective evidence the liberty select cycler caused or contributed to the serious adverse event(s) experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this peritoneal dialysis (pd) patient missed two days of pd therapy the week of (B)(6) 2019 due to set-up issues (unspecified) and did not inform their peritoneal dialysis registered nurse (pdrn). On (B)(6) 2019, the patient fainted (details not provided) and was taken to the emergency room (ER) where the doctor said the patient was experiencing premature ventricular contractions (pvcs) from missing pd therapy. The patient was discharged home the same day and completed treatment on the liberty select cycler later that evening without issue. Upon follow up, the patient reported feeling much better and has not experienced another fainting episode. The patient continues to perform pd therapy utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.